Event description:
It was reported that the manufacturer representative (rep) initially called and was not able to provide information other than he thought that the hcp was unable to interrogate the implantable neurostimulator (ins) with the clinician programmer. The rep called back and stated that when the ins was interrogated with the clinician therapy app, a system error message was displayed. The code displayed with the error message was (B)(6). The rep indicated that they were going to wipe the programming and then reprogram the ins with the clinician therapy app. They cleared the ins with a clinician programmer and then reprogrammed the patient. The issue was resolved. Additional information was received from the manufacturer representative (rep) reiterating the issue where app was crashing and the ins needed to be read with the 8840 and then ins needed reprogramming. The patient was not tolerating the settings and had some side affects. The hcp was sent the settings from june, 2021 and patient was programmer to these settings. It was confirmed that they were programmer to constant voltage and not constant current. Session report revealed in range impedances.

Manufacturer narrative:
Continuation of d10: product ID a610 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a610, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA: 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.